Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector. The capsular bag was damaged while the device was in contact with the pt. The iol was removed and replaced successfully with a different lens model. Reference MDR #2031924-2009-00244.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l for eval. The visual examination revealed the presence of foreign matter on the lens (indicative of use/viscoelastic), however there were no visible defects. The lens was subjected to dimensional analysis, which revealed the lens was within specifications.